Event description:
It was reported that (1) device was used during an exploratory laparoscopy. It was reported by the rep that the seal broke when inserting the lens of the 512b instrument. There was no consequence to the pt. 8/12/1999 the case was completed by using another instrument.